Event description:
It was reported that on (B)(6) 2025, at 15:40, the patient returned to the ward after surgery. The assigned nurse took over the patient's care, provided patient education, and discovered that the isotonic solution could not enter the urinary foley catheter. Replacing the irrigation device did not resolve the issue, leading to suspicion of a problem with the catheter itself. The catheter was removed, and it was found that one of the lumens for the irrigation fluid was blocked, preventing the fluid from entering the catheter. The catheter was discarded, a new one was inserted, and connected to the irrigation fluid, allowing for successful bladder irrigation.

Manufacturer narrative:
The initial reporter's name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause could be due to no irrigation eye or poor irrigation eye created during eye burning process. A review of the device labelling has been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, at 15:40, the patient returned to the ward after surgery. The assigned nurse took over the patient's care, provided patient education, and discovered that the isotonic solution could not enter the urinary foley catheter. Replacing the irrigation device did not resolve the issue, leading to suspicion of a problem with the catheter itself. The catheter was removed, and it was found that one of the lumens for the irrigation fluid was blocked, preventing the fluid from entering the catheter. The catheter was discarded, a new one was inserted, and connected to the irrigation fluid, allowing for successful bladder irrigation.